Event description:
It was reported that this right ventricular (rv) lead had a micro perforation and exhibited low impedance and high pacing threshold. It was then confirmed that there was a small cardiac effusion using cardiac catheterization and echocardiogram. To date, this rv lead still remains in service. No adverse patient effects were reported.